Event description:
It was reported via repair work order that the motion interrupt pan was broken and the power cord ground pin had a bent prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.